Event description:
The customer reported that the system would not playback the cine runs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the real time operating system. The system was tested and found to be working as intended and put back in service.